Manufacturer narrative:
Updated fields: b4, d9, g1, g3,g6, h2, h6, h11. Corrected fields:h6(type of investigation, investigation findings, components codes, investigation conclusion).

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the issue of the touchscreen becoming unresponsive and unable to be used for touch operations can be reproduced. The touchscreen was replaced and successfully calibrated, with all operating points verified per the inspection record sheet. An inspection was conducted and the results were satisfactory, so the repairs were completed and the device was returned to the hospital.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) device¿s touchscreen was unresponsive during startup for inspection. As a result, the equipment could not be operated. There was no patient involved.